Event description:
It was reported that the patient received an elective replacement indicator (eri) message on the remote control (rc) for the ipg. It was also reported that the patients ipg was non functional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.